Event description:
It was reported that a device detachment occurred. The physician attempted percutaneous coronary intervention of a severely calcified and moderately tortuous circumflex artery. The pt2 moderate support, j-tip guidewire was selected for use. However, the wire was unable to cross the lesion. After multiple attempts, the wire got stuck in the lesion and when the physician attempted to remove the wire, the distal portion broke off and remained lodged in the calcified lesion. The physician attempted to pass a balloon, but this was unsuccessful and the procedure was aborted.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.